Manufacturer narrative:
Product complaint # (B)(4). Date sent: 3/2/2020. D4: batch # t5dt6t. Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with a gst60g fully fired cartridge loaded on the device. In addition five gst60g reloads were received sterile and with no apparent damage. The device was tested for functionality in the straight position with the returned cartridge reloads (b, c, d, e and f) were opened and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date of event: unk. Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the deployed staples were not formed as intended after firing the device. The device was used at an atrial appendage. The bleeding occurred by malformed stapling, but the surgeon stopped the bleeding and closed with the replacement; another device was used to complete the case. There is no problem for the patient¿s condition. There were no adverse consequences to the patient.